Event description:
It was reported that the patient presented after receiving several shocks. Upon analysis, it was determined that there were sustained ventricular tachycardia (svt) episodes in which the wavelet was not successful in discriminating. Programming changes were discussed, however, the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that there is one "lead failure predictor" event recorded on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.